Event description:
Attempted midline insertion with bard power glide midline with ultrasound guidance. Blood return obtained after entering the vessel. Guide wire advanced easily and catheter advanced easily. On attempting to remove the needle and wire, resistance was met and the catheter was no longer visible and was noted to be sheared from the hub. This necessitated the bedside removal of the catheter under local anesthesia by a vascular surgeon.